Event description:
March 2002 nellcor puritan bennett received information stating that the oxifirst oxygen saturation monitoring system was providing reassuring "fspo2" with non-reassuring heart rate. No intervention performed, doctor continued with normal delivery after which patient required "some resuscitation", patient was transferred to the transitional care nursery. Current condition of the patient is unknown. Device serial number is unknown and the sensor was discarded. Facility has been contacted and no other information about the reported event is available.